Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420/ catalog #: 1420/ expiration date: 30-jun-2020/ serial#: (B)(4), UDI #: (B)(4) device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 18-jun-2019, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited high power with high watt and electrical fault alarms suspected to be due to driveline wire damage. It was noted that the vad was operating on a single stator. The patient exchanged the controller to try and resolve the alarms, but they did not resolve so the patient changed back to the original controller. The patient was given heparin and hospitalized. A driveline splice repair was attempted without success and the vad did not restart. Upon visual inspection, cloudy wires were observed throughout the length of the driveline. The vad was exchanged, and a driveline tear was noted on the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) and the controller were returned for evaluation. Review of the vad's man ufacturing records confirmed that the associated device met all requirements prior to release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports, the serial port, and the pump connector. Of note, despite the observed contamination, no alarms were triggered during functional testing of the controller. The observed contamination is an additional finding not related to the reported event, likely due to the handling of the device. Visual inspection of the vad revealed no indication of mechanical abrasion or abnormal wear of the impeller or on the housing surfaces. Internal pathological report revealed no evidence of thrombus within the device. Post-explant functional analysis was not possible since the driveline was received with damaged wires too close to the header to be able to conduct a splice and thus perform a functional testing. Dimensional verification of the pump revealed that the front housing disc curvature was found to be deviating from release specifications. Further analysis revealed an outer shroud contact that created more friction at the housing to impeller interface. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Visual inspection and evidence provided by the site revealed contamination within the driveline cable, which likely corresponds with the reported "cloudy" wires. Additionally, yellowing of the outer sheath was observed on the returned segment of the driveline. Visual examination also revealed damage of the strain relief close to the header of the pump. Wire damage was noted on the red, yellow, white, and blue cables at the site of the damage; the blue wire of the driveline (associated with phase b of the front stator) was completely severed. Functional testing of the detached driveline segment revealed that the wires maintained continuity across the length of the received segment. The driveline connector¿s locking mechanism worked as intended since it was able to connect securely to a test controller port. Supplemental testing revealed that the damage at the header of the driveline cable was found to be largely ductile in nature due to tension and impact at the break immediately adjacent to the device. Additionally, the material observed in the driveline cable was found to be consistent with a silicone oil constituent. An additional factor caused the material separ ation noted, potentially due to a thermal event or humidity ingress from the driveline damage. Log file analysis revealed 190 electrical fault alarms logged between 01-aug-2021 at 05:58:29 and 04-aug-2021 at 09:23:28 due to an open phase on the front stator, corre sponding with the severed blue wire of the driveline, resulting in the pump running on a single stator (rear stator only). Additionally, 66 high watt alarms were logged since 01-aug-2021, likely due to the increased power consumption associated with the pump running on a single stator. A vad disconnect alarm was logged on 04-aug-2021 at 11:58:38 indicating a physical disconnection of the driveline from the controller. An additional electrical fault alarm was then logged at 11:58:47 due to the front stator not being connected. As a result, the reported electrical fault alarm, high watt alarm, driveline wire damage, and "cloudy" driveline events were confirmed. The reported pump failure to restart event could not be confirmed due to insufficient evidence, as log files following the reported controller exchange were not available for analysis. An internal investigation was created to further investigate failures of the pump to restart. Based on historical review of similar events, the most likely root cause of the observed driveline discoloration of the outer sheath may be attributed to multiple factors including design issues and/or exposure to uv light. Based on the avai lable information and the investigation conducted, a possible root cause of the reported electrical fault alarms and high watt alarms may be attributed to the damage at the strain relief of the pump header which likely left the driveline wires exposed, further allowing a wire to break from the header, thus triggering the alarms. A possible root cause of the damage at the strain relief may be attributed, but not limited, to damage induced during implant which progressed over time; however, an internal investigation is further evaluating this issue. Additional products: controller 2.0 (B)(6), d9: yes, return date: 24-aug-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g04034 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c15 h6: FDA conclusion code(s): d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.